Event description:
(B)(4). The dentist reported that 3 months after the dental implants was installed in intraoral region #12 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).